Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit did not have the power to generate flow when changing the patient's position. The issue occurred during a therapeutic procedure for the removal of the prostate, the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus, an evaluation could not be performed. Therefore, the root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, since the subject device was not returned to olympus for evaluation, h3 has been corrected to ¿no,¿ and h6 corrected to ¿device not returned.¿ olympus will continue to monitor field performance for this device.